Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The guide wire was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from the iab tip. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. This can cause difficulty inserting the guidewire. The evaluation confirmed the reported problem. We are unable to determine when the kink may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2020 through dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer was unable to insert the guidewire. The customer tried soaking the guidewire in saline, but it still could not be inserted. A new one was inserted successfully. There was no patient ham or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2020 through (B)(6)2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Occupation updated to "physician".. Health professional? Updated to "yes". Occupation: cardiothoracic surgeon. Event site telephone updated to (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).